Event description:
According to the reporter, during a procedure, when sealing adnexa, the device had no seal (no evidence of energy delivery and end tones heard). The jaws were cleaned frequently, no good seals took place before the issue occurred, and the thickness of the tissue being sealed was normal. There was no bleeding. Another device was used with the same generator and it worked fine. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: lxmj37l, maryland xp latch sealer/divider 37 cm (lot # 43130049x); vlft10gen, vlft10gen ft series energy platformx1 (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, when sealing adnexa, the devices had no seal (no evidence of energy delivery and end tones heard). The seal tone was reached for some activations and then not for other seals. The jaws were cleaned frequently, no good seals took place before the issue occurred, and the thickness of the tissue being sealed was normal. There was no bleeding. Another ligasure was used with the same generator and it worked fine. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.